Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "as dr (B)(6) was trying to re attach the guide, he threaded it on and the threads broke off."